Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the home patient (hp) to push in the bag spikes and turn, to move clamps and rub lines, to pull up/down on lines, to check drain line for kinks or closed clamps, to flip bags, and then press go. The hp stated the alarm repeated. The tsr then advised the hp to try a manual prime. The hp stated the cassette filled quickly but took a little while to drain. The hp wanted to try the prime once more. The tsr advised the hp to place cassette back into the hc and then continue with setup to see if alarm returned. The hp then reported she accidently pulled the line out of one of the bags. The hp stated that she would start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated the sample was discarded and the lot number was not available. The hc unit was operational. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.